Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-apr-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 06-apr-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries were not charging. The batteries were taken out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation pertaining to (B)(6) confirmed that the associated device met all requirements for release. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The battery (B)(6) was able to charge when connected to the test battery charger. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that (B)(6) had a cell pair with an abnormal voltage reading. Supplemental testing revealed that the cell pair's battery can (container) was found perforated. Additionally, corrosion was found due to the internal electrolyte leaking. This observation most likely occurred during the welding process. This finding most likely affected the functionality of the battery at the time of the reported event. As a result, the reported not charging event pertaining to (B)(6) was confirmed. The reported not charging event pertaining to (B)(6) was not confirmed. Of note, it was observed that the batteries had exceeded their useful operating life of 500 charge and discharge cycles. This is an additional finding not related to the reported event, likely due to the batteries reaching the end of their useful life. The most likely root cause of the reported event pertaining to (B)(6) can be attributed to a battery with a perforated cell pair. Scar2015001 investigated perforated cells during the welding process. Even though this scar is now closed, (B)(6) falls within the bounds of this scar. Additional products: d4: serial #: (B)(6) d9: yes, return date: 18-jun-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.